Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touchscreen is not responding. The service technician also found a restart error in the log. The service technician confirmed the touchscreen issue. The service technician did not confirm the restart during testing. The customer reported that the unit was not in use on a patient. The issue was found during pre-check. Neither patient therapy delay nor medical intervention was reported. The service technician replaced the touchscreen and the cpu (central processing unit) board to address the reported issue.